Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the device would not hold a charge during use. The device was not replaced. Additional information received (B)(6) 2015 - the device alarmed and low battery was displaying. No reported patient effect. (B)(4).